Manufacturer narrative:
Correction - information references the main component of the system and other applicable components are: product ID 8780 (B)(4) implanted: (B)(6)2016 explanted: product type catheter ubd for the catheter: (B)(6)2018 correction - device code (B)(4) does not appl. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, morphine, and another unknown drug via an implanted pump. The patient didn't know the drug doses and concentrations. He stated he ¿thinks the setting is at 14 whatever that means¿. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that on (B)(6) 2018, when they refilled the patient¿s pump, they pulled way too much medication out. The doctor told him he thought he had an issue with the catheter in his back. He asked the patient if he was having some issues with his legs and the patient responded that ¿yes¿ he had been hurting a little bit. It started a little before they pulled too much medication out of the pump. At the time of this report, the patient was really hurting. He had problems in his legs and feet. He had neuropathy in his legs. He didn't feel like he was getting enough medication. The patient had an appointment in a couple of weeks with the surgeon who implanted his devices. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-mar-13. It was reported that the pump sutures broke from fascia, and the pump turned on itself, causing the catheter to knot on itself. It was reported that on (B)(6) 2018, the patient had an operation to uncoil/unknot the catheter, and reattach the pump to the fascia. It was noted that the patient's current weight is (B)(6) pounds, but in the last year they had lost approximately 50 pounds. The current status of the devices was reported as "still used." No further complications were reported.